Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failed fiber test on the rolling loop. Aba troubleshooting was performed with a known good rolling loop fiber installed to verify failure. The rolling loop wrapped on ball screw was found during visual inspection. The complaint was confirmed based on the failure analysis. The root cause is attributed to the usm rolling loop wrapped on a ball screw causing electrical communication issues with the carriage axes controller (acc).

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0706 - stress problem identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 319 occurred. The customer power cycled the system and began to convert the procedure to laparoscopic. The intuitive tech support engineer (tse) guided the customer with performing a system emergency power off (epo). Error 319 was found in the system logs against universal surgical manipulator (usm1). The customer confirmed that the procedure was going to be completed laparoscopically. There were no reports of patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: the procedural conversion did not result in additional ports being added, nor port sizes being enlarged.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm. .